Event description:
Per the clinic, the patient was explanted due to open circuit electrodes. The results of an integrity test indicate normal device function with multiple open circuits.the patient was explanted (B) (6), 2009 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4).